Manufacturer narrative:
Additional information was received and box h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging non-hodgkin lymphoma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In general information tab 510k number was missed to capture in previous report and updated in this report. Box d- product brand name, model number (rfb), catalog item identifier (rfb), serial number (rfb), product UDI (rfb), manufacture date (rfb) was missed to capture in previous report and updated in this report. Evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
At this time the manufacturer was unable to retrieve details regarding the device information. Therefore, possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-hodgkin lymphoma. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.